Event description:
It was reported that the patient's pacemaker went into backup vvi mode while firmware upgrade procedure being performed. The device was restored to the original firmware successfully. No other information was available.